Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the mobile system within 10 minutes: "lo" mmol/l and "hi" mmol/l. The "lo" mmol/l result, which on the system indicates a result of less than 0.6 mmol/l. The "hi" mmol/l result, which on the system indicates a result in excess of 33.3 mmol/l. No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The test strips were received by the investigation unit on 11/29/2016 and expired on 11/30/2016. Therefore, the strips were expired when the investigation unit began their evaluation on 12/02/2016 and could not be tested. Retention testing of the complained lot was last completed september 2016. All retention testing passed.